Event description:
Bd integra syringe system found to leak randomly when giving injections for four months. Bd was initially made aware of the problem and reporter started to save syringes that leaked and their lot #'s. The nurses found that the leak was coming from a tiny hole in the plastic at the base of the needle. Bd was made aware of finding. Sales rep visited and discussed the problem. Reporter gave him a collection of some of the leaking syringes and lot #'s of syringes that leaked. Qa at bd found no problem with the syringe, per rep. Reporter continued to use the integra syringe and wasted numerous doses of vaccines which were expensive and in short supply - yellow fever, prevnar, adult hep a, fluzone, mmr. The syringe would leak either when drawing the vaccine up or when actually giving the injection. If the syringe leaked when administering the vaccine, the vaccine would squirt out and down a pt's arm or leg. This resulted in giving an additional dose - shot.